Event description:
Tubing separation reported. A pt in the coronary care unit was receiving an infusion of dextrose 5.5% and kcl at rate of 80cc/hr. At some unspecified time during the infusion, the pump alarmed. "When the nurse opened the pump door to check the cassette, the tubing separated from the cassette outlet." The tubing was removed and replaced with no further problems. The customer reported no bleedback or blood loss occurred, and no pt harm was reported. Add'l pt info was requested, but no further info was available.